Event description:
On (B)(6) 2025, a customer reported to hologic discrepant results for sample ID¿s (sid) (B)(6) while using the aptima hpv assay ml 919387 on their panther plus instrument (sn (B)(6)). On (B)(6) 2025, the customer initially tested these sid on worklist (wl) (B)(4) and received a positive result for sid (B)(6), and a negative result for sid (B)(6). Per customer lab policy, a positive result must be manually approved, and a negative result gets reported automatically. On (B)(6) 2025, the customer retested these samples in wl (B)(4) on a different panther instrument (sn (B)(6)) and received discrepant results: sid (B)(6) and sid (B)(6) tested negative and sid (B)(6) tested positive. Customer confirmed the hpv negative results were reported out. Hologic has not been informed of any patient treatment or any adverse patient outcomes related to this event.

Manufacturer narrative:
Hologic reviewed the panther logs and worklists and noted there were no indications of instrument or reagent preparation issues; the most likely cause of the discrepant results was low target in the samples or sample mishandling/contamination. Hologic performed a risk assessment and noted no product impact. Hologic has not been informed of any adverse patient outcomes related to this issue.